Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26, product lot/serial number: (B)(6), product type: 0195-heartvalves, implant date: (B)(6) 2026. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon insertion of the delivery catheter system (dcs) into the patient, strong resistance was felt. The dcs was carefully advanced while being rotated, and the valve was ultimately implanted successfully. Subsequently, damage to the inner wall of the external iliac artery was confirmed. Subsequently, hemostasis was achieve via balloon, and a non-medtronic 7 millimeter (mm) x 20 mm stent was placed. Per the physician, the patient's narrow vasculature and history of steroid use may have contributed to the injury.